Event description:
This lead was returned with oos documentation from a biotronik rep. This lead was removed due to total loss of capture in early 2008. This lead was replaced with a competitor's lead. There are no adverse events reported for this pt.